Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as tortuous. It was reported that a talent bifurcated stent graft was implanted; however, the physician was unable to cannulate the gate, therefore, the contralateral limb could not be implanted. The decision was made to implant a talent converter followed by a fem-fem bypass. The bifurcated stent graft was extended on the ipsilateral side with two aneurx limbs. However, upon completion of the angiogram, there was a small type 1 endoleak proximally. The physician wanted to place a talent aortic cuff, but could not get it to pass through the tortuous iliac arteries. There was no further intervention performed and the following day the type 1 endoleak had resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: (tortuosity).